Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the clinician experienced 4 cases of bloodstream infection with use of the unspecified bd saf-t-intima¿ IV catheter safety system. Additionally, 6 cases of leakage were also reported. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced bloodstream infection (e.g. Blood stream bacteraemia, sepsis), phlebitis, infiltration, extravasation, and catheter occlusion requiring IV replacement."